Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst indicated that the helix was received extended and bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the technician pulled on an analyzer cable to move them from the area and forgot the lead was still attached. As a result, the lead was pulled which bent the deployed helix. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.